Event description:
It was reported that during a valve replacement procedure, the sternum blade broke. It was also reported that the broken pieces were retrieved using a forceps and that the surgeon has no concerns on pieces being left behind. It was further reported that there were no adverse consequences for the pt and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this MDR was returned for eval. It was visually confirmed that the blade was broken just above the mount section. The returned blade was measured where possible and all critical specifications were met. The mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.